Manufacturer narrative:
Consumer has discarded the product. Lot number is unknown. Unable to perform complaint history or batch history review. Will continue to monitor.

Event description:
Family member called to report his father's injury from a needle breakoff while injecting. He was admitted to the hosp to remove the needle.